Manufacturer narrative:
The key market reported that here was no patient involvement when the issue occurred. No patient or user harm reported. The health impact code was updated.

Manufacturer narrative:
It was previously reported that they were unable to replicate the issue and it was confirmed that the internal filter and cooling fan were functioning as intended. The ventilator (fan) is back in service and also instructed the clinical users of the unit not to obstruct those two outlets.

Event description:
This report is based on information provided by philips international team and is being investigated by the philips complaint handling team. Customer biomed reported that the v60 ventilator (fan) displayed error code 1122- blower temperature high. This prompted biomed to review event log- which confirmed the issue as error code 1122 was present. Biomed reached out to philips technical service and per remote service engineers notes, they were unable to replicate the issue. Furthermore, it was confirmed the internal filter and cooling fan were both functioning as intended. That said, biomed advised he will be placing the ventilator (fan) back in service, instructing clinical users of unit to not obstruct those two outlets. It is unclear whether this allegation was identified during therapeutic use. However, there were no reports of patient/user harm/injury. This investigation is ongoing.